Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the patient was no longer getting stimulation and had abnormal impedances. During a revision procedure, when the lead was disconnected and tested, it was found to have abnormal impedances on contacts 1 and 5. The surgeon decided to replace the existing lead. High impedances were still seen so the extensions were also replaced. The explanted extensions were found to be "severed." Following the revision procedure the patient was getting good stimulation to the affected areas.